Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt's entire device system was explanted because it had "deviated from the spinal cord". It was noted that the pt's condition had progressed to where therapy was not efficacious. Prior to explanting, several successful programming's were attempted and impedance measurements were found to be within normal limits. The explanted devices were not returned to the MFR. The pt's final outcome was not reported.